Manufacturer narrative:
Date sent: 10/28/2005. Info anticipated, but unavailable at this time.

Event description:
It was reported that the device would not fire. No additional information is available. There was no patient consequence.